Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported screen malfunction. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The manufacturer's field service engineer (fse) evaluated the device and confirmed the reported issue. The fse replaced the defective pcba,vga controller to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested. No further problems were found. The device is back in service.